Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one loose syringe with an unknown off-white liquid in the non-fluid path behind the stopper, consistent with leakage past the stopper. The condition observed is non-conforming per product specification. Unused physical samples are required for more thorough evaluation for leakage past stopper condition and potential root cause determination. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4038759. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. Annex d code was incorrect in the initial MDR. Annex d code should be d15 - cause not established and not d03 - cause traced to manufacturing.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll eurographics had leakage past the stopper. The following information was provided by the initial reporter: we have received a complaint from 1 of our customers. It concerns the article 300912 bd syringes 10ml lot 4038759. These are said to be leaking. The defective syringes are apparently distributed haphazardly in this lot with incidence < 1/10. We only notice this in an application where we contaminate the syringes with biological material, so we cannot simply send these ¿proven¿ defective syringes. This problem is extra annoying for us since every time this occurs, we are forced to carry out a decontamination. In the attached photo, however, you can already see how the liquid got past the black ring of the plunger, leading to liquid leaking at the back of the syringe. Assuming this problem will continue to occur within this lot, we could possibly return a full box for review. Have you received any complaints about this?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.